Event description:
Caller reported cartridge alarm 20 and 30 during the loading process, which did not adversely impact the customer's blood glucose level. Technical support confirmed consecutive cartridge alarms, leading to the decision to provide a replacement pump with updated software. The customer was informed about using multiple daily injections (mdi) as a backup insulin therapy and given instructions for returning the problematic pump to tandem within 10 days. Technical support also provided guidance on putting the pump into storage mode and setting up the replacement pump.